Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. It was reported to technical services that this patient was admitted to the hospital on (B)(6) 2013 with unknown symptoms. Was paced by ER physician, dr. (B)(6) at (B)(6) hospital in (B)(6). Checked the patient this morning. Noted loss of rv capture impedance has gone from 800's to 1100 over the last year. Rv pace threshold 2.5v @ 1.5ms. No attempted shocks from the device. Programmed to doi 40 patient not pacer dependent. Reports patient passed away at 6 am local time. No known cause of death, as yet. Caller has programmed tachy therapy to "off" and turned off pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).